Event description:
It was reported that a clear link catheter extension set leaked. The leak was identified during infusion, after the set was connected to a nonbaxter catheter. The customer indicated that the leak came from the connection. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the actual device was not available; however, a companion sample was received for evaluation. A visual inspection was performed and no issues were noted. Functional, clear passage and pressure testing were performed and the device functioned as intended. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.